Event description:
It was reported that, during epidural infusion, it was suspected that the filter in the tubing is somehow absorbing the medication causing a delay (2-3 minutes) in pain relief for patients. It was also noticed that if the tubing is not clamped after priming, the tubing continues to drip out medication. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record (DHR) review could not be completed. No issues were noted during investigation. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).